Event description:
Breakage of a mp reconstruction prosthesis stem.

Manufacturer narrative:
Additional information/material has already been requested from the customer. Since we have no art-no and lot/sn and cannot confirm for 100 % that we are talking about a link product we report this MDR as a preventive action.